Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with failed tests during pre-use check has been confirmed in problem description. According to provided information the issue was resolved by replacing the air gas module. The replaced part was not returned for further evaluation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).